Event description:
It was reported that the pt underwent a primary repair of a multiple defect incisional/ventral hernia under general anesthesia in 2009. The pt developed a superficial surgical site infection that required or prolonged in-pt hospitalization. A re-operation was performed for vacuum assisted closure therapy followed by secondary closure of the wound. No other treatment is planned and the stop date of this event is listed as the following month.

Manufacturer narrative:
Infection. Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.